Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and high ketones; bg value not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer delivered a correction bolus via pump to address bg. Reportedly, the customer went to the emergency room (ER) and bg was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.